Event description:
It was reported that the suture was leave the anchor. There was no delay or patient injury reported. Operation was completed with knotless anchor. A new hole in the bone was made to complete the surgery.

Manufacturer narrative:
One (B)(4) twinfix ti 3.5mm suture anchor with two 38" ultrabraid sutures reported on. The titanium anchor was not returned, only the insertion device and sutures were. The handle and shaft show no damage or signs of aggressive use. There is no sign of stripping at the internal hex. This device has technique specific instructions and includes instruction on how to snug the anchor to the insertion shaft as well as securing the suture on the handle to maintain tension on the anchor. No indication points to device failure. No root cause related to the manufacturing of this device can be established. Additionally, it has been determined that user error may have been a contributive factor of the event. Update: